Manufacturer narrative:
Additional information : the device was received for evaluation. Visual inspection was performed using the naked eye which revealed reddish-brown particles. The particles were not in the fluid path as they were embedded in the material of the tubing line. The particles were subsequently identified by fourier-transform infrared spectroscopy to be polyvinyl chloride (pvc). Pvc is a raw material of the tubing line. The reported condition of particulate matter (pm) was verified on the returned sample; however, the particles met manufacturing specification size for particulate matter. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a particulate matter on the tubing of a large volume intermate. This occurred prior to patient use. There was no patient involvement. No additional information is available.